Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The grip tips opened and closed properly. Visual inspection internal and external it was performed and passed. The instrument was fully functional. The instrument did not show evidence of grip cable frayed. No product issue was found.

Event description:
Refer to h11 for follow-up information.